Manufacturer narrative:
This patient received bilateral tmj implants in (B)(6) 2018. Approximately a year after implantation, the patient started experiencing swelling on the left side. On (B)(6) 2019, the surgeon removed the patient's left tmj devices and placed an antibiotic spacer. The surgeon plans on placing revision components after the infection has been resolved.

Event description:
The patient's left tmj devices were removed due to infection.